Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated the de novo, 76% stenosed, 3.24x21.2mm lesion of the proximal rca (right coronary artery). Treatment consisted of predilation with a 2.5x15mm balloon, placement of a 3.5x32mm taxus express2 study stent, and post dilation with a 3.5x14mm balloon resulting in a well-expanded stent with 18% residual stenosis. The patient was discharged two days post procedure with no anginal symptoms on plavix and bayaspirin. The patient expired in (B) (4) 2010 at another facility. The cause of death and events leading up to the patient's death were not known.